Event description:
Date of the event is unk. (Reported to be 2008). Boston scientific was made aware that during an esophagogastroduodenoscopy (egd) procedure, the needle catheter was broken below the handle and outside of the probe catheter. The case was completed with another with same device. Pt was reported to be "okay".